Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device would not cut properly. It was cutting pieces of skin instead of a sheet, taking "chunks" instead of "sheets". An alternate dermatome was used to take the graft. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the air dermatome on january 28, 2020 revealed that the calibration was out of specifications at all settings. The motor speed was within specifications and the control bar was in the correct position. The customer width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on february 28, 2020 which included replacement of the throttle hinge gasket, motor, spring seal, internal retaining ring, external e-ring, vespel bearings, semi-circle bearings, and planetary gear. Air dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome was out of calibration at all settings, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the unit was recalibrated and the throttle hinge gasket, motor, spring seal, internal retaining ring, external e-ring, vespel bearings, semi-circle bearings, and planetary gear were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information.